Manufacturer narrative:
Additional information: the stent remains implanted in the patient. As the event was reported approximately 1 month after the stent implantation, and there was no reported device malfunction, the device was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that thrombosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Thrombosis is labeled in the IFU as a known potential adverse event. The exact cause of thrombosis (with myocardial infarction symptom) is unable to be determined. Causes of the acute stent thrombosis can be multi-factorial and can include patient medical history and comorbidities; not responsive to the antiplatelet therapy; vessel morphology; thrombogenic vessels; increase in stent surface reactivity; stent thrombogenic for patient; stent heated excessively by magnetic field; stent expanded beyond design intent; stent overstressed leading to fracture, stent is under underexpanded. In this case, the relationship between the cobra stent and thrombosis cannot be completely ruled out. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
An 84-year-old male with a relevant medical history of coronary artery disease, hypertension, dyslipidemia, known heart failure (ejection fraction = 45%), atrial flutter with irregular ventricular response (oac), ulcerative colitis, and normochromic normocytic anemia, presented with non-st-elevated myocardial infarction (nstemi). Due to continuous need for anticoagulation, the patient enrolled in cobra trial. Angiography showed significant stenosis in the proximal and mid left anterior descending artery (lad), and mid right coronary artery (rca). On 21-jun-2019, the patient underwent percutaneous coronary intervention (pci) via femoral access with pre-dilatation performed, followed by deployment of two cobra pzf¿ nanocoated stents (2.75x24mm and 3.0x24mm) covering the lesion in proximal and mid lad with 5 mm overlap, residual stenosis was assessed and reported by the investigator between 20-30%. Post procedure, the patient hemoglobin was 11.1 gm/ dl due to 2 units of erythrocytes transfusion. No complications reported. The patient was discharged on rivaroxaban, aspirin, and clopidogrel. The patient awoke on 12-jul-2019 with chest pain 3 weeks after the index pci procedure to the proximal and medial lad on 21-jun-2019. An ECG showed st-segment elevation in the anterior leads, prompting urgent coronary angiography, which showed complete occlusion of the proximal lad in the stented segment caused by subacute stent thrombosis. This was treated with balloon angioplasty using a 3.0 mm non-compliant balloon with a 30% residual stenosis. The remainder of the hospital admission was uneventful, and the patient was discharged on triple anti-platelet therapy with reduced dose rivaroxaban for 1 month, followed by dual anti-platelet therapy with full dose rivaroxaban thereafter (oac and clopidogrel between 2 and 6 months post-pci and oac and aspirin thereafter). The investigator indicated that the event is definitely related to index procedure and definitely related to study device.

Manufacturer narrative:
Only year of birth reported: 1935. The stent remains implanted in the patient. As the event was reported approximately 1 month after the stent implantation, and there was no reported device malfunction, the device was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that thrombosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Thrombosis are labeled in the IFU as known potential adverse events. Investigation is not yet complete. A follow-up report with relevant additional information will be submitted. The 2.75x24mm cobra pzf stent referenced is being filed under MFR # 3009306400-2019-00035.

Event description:
An 84-year-old male with a relevant medical history of coronary artery disease, hypertension, dyslipidemia, known heart failure (ejection fraction = 45%), and atrial fibrillation presented with non-st-elevated myocardial infarction (nstemi) with troponin t at 0.03 (normal at 0.014 ng/ml) and hemoglobin at 8.1 gm. Dl. The patient enrolled in (B)(6) trial. Angiography showed significant stenosis in the proximal, and mid left anterior descending artery (lad), and mid right coronary artery (rca). On (B)(6) 2019, the patient underwent percutaneous coronary intervention (pci) via femoral access with pre-dilatation performed, followed by deployment of two cobra pzf¿ nanocoated stents (2.75x24mm and 3.0x24mm) covering the lesion in proximal and mid lad with within 5 mm overlap, residual stenosis was assessed and reported by the investigator between 20-30%. Post procedure the patient hemoglobin was 11.1 gm/ dl due to 2 units of erythrocytes transfusion. No complications reported. The patient was discharged on rivaroxaban, aspirin and clopidogrel. The patient was hospitalized at a different hospital outside the native country on (B)(6) 2019 due to stent thrombosis with complete occlusion in the mid lad. The site reported that the patient discontinued clopidogrel on (B)(6) 2019. The event was resolved the same day with adverse sequelae (type unspecified). The investigator indicated that the event is definitely related to index procedure and definitely related to study device. Additional information was requested for further investigation and assessment.